Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, the most probable root cause is improper implant size selection. Part numbers, lot numbers and expiration dates: ifuse implant p/n 7030-100, lot# 7663002664001 expires 2014-07; ifuse implant p/n 7040-100, lot# 3777-10030 expires 2014-02; ifuse implant p/n 7050-100, lot# 8028003235005 expires 2015-04.

Event description:
On (B)(6) 2012, the patient had right side ifuse si joint arthrodesis where three implants were placed. The patient had pain complaints following the surgery. X-rays revealed that the implants were too short and did not cross the si joint. On (B)(6) 2014, a different surgeon performed a revision surgery where he removed two implants and replaced them with longer implants and added an additional implant. The patient "was highly satisfied and went home with very good pain relief."